Event description:
The lv (left ventricular) lead was replaced due to high pacing thresholds. After the new lv lead was implanted, impedance through the device was high. Measurements with the analyzer were good. A new rv (right ventricular) lead was then implanted with high impedance again through the device and good measurements through the analyzer. A new device was then implanted with acceptable measurements. No patient complications were reported as a result of this event, and the patient status after replacement was reported to be ok.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies found; full lead returned.